Manufacturer narrative:
Catheter: analysis identified an area of compression on the catheter body. Analysis identified the collet was {detached/missing} from the catheter-to-catheter connector. Pump : the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-aug-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal lioresal 2,000 mcg/ml at 1,822 mcg/day flexed dosing via an implanted pump. It was reported the patient experienced increased spasticity and dose titration was ineffective. Also, the parents reported that the reservoir volume at time of last pump refill appointment were off and there was more volume in the reservoir than what was expected. There were no known environmental, external, patient factors that may have led or contributed to the issue. The reservoir volume of explanted 8637-40 pump was aspirated. 3.5 mls was expected and 6.0 mls was aspirated from reservoir at the time of explant on (B)(6) 2023 in the operating room (or). It was further reported the catheter would not aspirate and no cerebrospinal fluid (csf) was noted after disconnecting the catheter from the pump. The neurosurgeon also noted that the patient¿s epidural space was calcified. This made it challenging to remove the existing catheter and to implant the new catheter. The old catheter was completely removed, a new 8780 catheter and 8637-40 pump were successfully implanted and good return of csf noted. The catheter was successfully aspirated as well after connecting it to the new pump and accessing through the catheter access port. It was noted the patient had a catheter dye study ordered sometime in (B)(6) 2023, but the rep did not know if a medtronic person was present for procedure, but it was determined that the catheter could not be aspirated so the dye study was aborted, and the patient was then referred to neurosurgery for replacement of both the catheter and the pump. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were unknown and would not be made available.